Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl. Customer was treated with the bolus. Customer stated that insulin pump had damaged at the reservoir compartment and esc button. The customer stated that the reservoir did not lock into place. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked case and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.